Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the helix would not extend due to the proximal conductor being kinked on the distal conductor at 36 cm. This blocked the proper torque transfer from the pin to the helix.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted lead implant the low voltage lead helix failed to retract. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.